Manufacturer narrative:
(B)(4). Siemens has initiated a technical investigation of the reported event. A root cause has not yet been determined. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a (B)(6) child needed to be re-scanned because clearly visible streak artifacts appeared during the dual energy head scan performed by the reported somatom force system. The health status of the child was not provided by the customer. No other injury has been reported aside from the additional x-ray dose from the rescan. This report is being submitted with an abundance of caution.

Manufacturer narrative:
Siemens has performed a detailed technical investigation of the reported event. The result of the technical investigation pointed to a known software issue, which has already been solved with the next service pack vb20_sp2. The root cause for the described issue was found in the scatter correction algorithm of the irs (image reconstruction system) for dual energy scans. The service pack vb20_sp2 with the technical solution has been released for distribution meanwhile and has been reported as a recall to FDA as recall ct004/20/s on 6/17/2020.